Event description:
During device evaluation, the gastrointestinal videoscope was observed to have a burn on the plastic distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred because a high-energy treatment device such as a high-frequency device was used without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.